Event description:
The rf detect wand was used to scan the patient at the end of the procedure. The drapes had been pushed to the foot of the patient. When the wand was brought to a level below the patient's knees, it alarmed. There was nothing apparent on top of the drape that the team could see but the drape was bunched-up. The drape was picked up and moved and the wand continued to alarm. The rf chip from a sponge was found between the patient's legs. The clinical team believes it fell from the drape when it was moved. All of the sponges were examined and one sponge was found to have a hole in the pouch that holds the rf chip. The chip was missing from this sponge. All of the other sponges had chips intact. The manufacturer believes that the sponge was compromised during use, which caused tearing in the pouch that holds the rf chip. The manufacturer has also indicated they are changing the material they use and the way it is stitched as a result of this event.